Manufacturer narrative:
Device was received with unresponsive all the buttons due to corroded keypad traces. Unable to verify pump error 68 alarm due to unresponsive buttons. No blank display or frozen display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and frozen display. The customer stated they tried to change the reservoir and the insulin pump automatically turned off. The customer stated the buttons were unresponsive and there were no time clock advance. Customer were not able to clear the alarm and were not able to program the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.